Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump had developed an inaccurate delivery issue starting on (B)(6) 2016. On (B)(6) 2016, the patient had a blood glucose level of 575 mg/dl with nausea, was hospitalized and treated with insulin via the pump. During troubleshooting, customer support found that the pump was not delivering basal rate as it is programmed. This complaint is being reported as the patient experienced hyperglycemia related to the delivery issue.